Event description:
It was reported the patient presented for initial procedure. During implant, the left ventricular lead dislodged. The physician elected to complete the procedure with a different lead. The patient was in stable condition.